Manufacturer narrative:
Malformed clip. Eval summary: the analysis results found that the el5ml device was returned with the jaws in the closed position, but otherwise in good visual condition. The instrument was cycled, fed and formed 2 clip conforming and 1 malformed clip due to bypass issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed amd no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during an unk procedure. The device fired a couple of clips and jammed. The indicator line showed the red about 1/4-1/5. Another device was used to complete the case. There was no consequence to the pt. One device being returned.